Event description:
It was reported that customer received continuous glucose monitor error message and could not continue using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not reappear, and then successfully started new sensor session.